Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the (B)(6) of peritoneal cloudy effluent in a patient coincident with dianeal-n pd-4 (dianeal-n pd-4 1.5 pd solution) and extraneal therapies. On (B)(6) 2012, the patient contacted baxter (B)(4) technical service center and reported the following. On an unreported date, the patient was hospitalized to diagnose with peritoneal cloudy effluent. The patient has no abnormalities or signs of peritonitis. The patient's peritoneal effluent was often cloudy with no abnormalities. Treatment was not reported.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.